Event description:
Medtronic received a report that the pipeline experienced resistance in the distal part of the phenom 27 catheter. The catheter was replaced, and the patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient's vessel tortuosity was moderate. The access vessel was 7mm in diameter. Additional information was received. The proximal end of the ped push rod (40-50 from the extreme end) was kinked, but the degree of kink was moderate. The surgeon said that the stent was not damaged and was successfully implanted.

Manufacturer narrative:
The phenom-27 catheter was returned in 3 segments. The phenom catheter 1st segment was found to be separated at proximal end of hub. The 2nd segment total length was measured to be ~112.9cm and the 3rd segment total length was measured to be 41.4cm. No damages were found with the phenom hub itself. The phenom 27 catheter body separated 3rd distal segment was found to be kinked at ~9.9cm, at ~3.0cm and at ~0.9cm from distal tip. No damages or irregularities were found with the distal marker/tip. The phenom 27 catheter was flushed; water exited from the distal tip. The 3 segments of the phenom-27 catheter were then tested with an in-house 0.026¿ mandrel. The mandrel exited each segment without issue. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed and the root cause was unable to be determined. Possible causes for ¿catheter resistance¿ are continuous flush rate too low, catheter or delivery system damage or insufficient delivery system hydration. It is possible the damage (kinked) found with the catheter body contributed to the resistance. If information is provided in the future, a supplemental report will be issued.